Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 08 october 2024, a 17mm amplatzer septal occluder was chosen for implant using a 7f amplatzer trevisio intravascular delivery system (atv). During first attempt of deployment, the device had a cobra deformation. The device was reasheathed and retrieved from patient's body, it reformed manually, but the device did not pass through the 8f and 9f delivery sheaths. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 15mm amplatzer septal occluder was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
An event of difficult to fold, unfold or collapse (device deformity) and difficult to advance was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported events could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.